Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 04/27/2015 with the following findings: the keypad was found to be intact; no damage was observed. The ok keypad button was found to be intermittently unresponsive during testing. All other keypad buttons responded appropriately. The keypad cover was removed and no evidence of contamination was observed under the button contacts. The ok button contact was observed to be inverted. Unrelated to the complaint, investigation revealed that the audio bolus button cover was detached/missing from the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.